Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 20-april-2016, the fse arrived at the site to address the reported event. Inspection of the device found the bf probe 1 not washing and solenoid valave (sv310) were not working. The wash valve was replaced and primed ten times. The customer was able to run controls and operate the device without issue. No further action was required by fse. The most probable cause of the reported event was fault/failure of the bf wash solenoid valve.

Event description:
On (B)(6) 2016, the customer reported receiving an ongoing error 2239 b/f probe 1 purge failure with the aia-2000 analyzer. The customer was unable to run progesterone (prog) and bhcg kidney marker patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.